Event description:
It was reported that following an iliac angiogram, an 8f angio-seal device was deployed without reported difficulties. The pt returned to the doctor's office a few days later with the groin site red, raised and swollen. The abscess was drained on an outpatient basis. The pt is reportedly doing well. It should be noted that the physician has indicated that the abscess may have been caused by the pt's personal hygiene and not the angio-seal device.